Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 365 mg/dl at time of incident. Customer states blood glucose level over 400 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer does not allege under delivery. Customer declined trouble shooting for high blood glucose level. The insulin pump will not be returned for analysis.